Event description:
Surgeon broached to a size 17 linear stem, felt it was a good fit. When the actual 17 lateral stem was put in, it sank more than surgeon wanted. Size 17 removed and replaced by a size 19.